Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had experienced low blood glucose level. The customer¿s current blood glucose level was 50 mg/dl at time of incident and current blood glucose level was 124 mg/dl. The customer was treated with food. The customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.